Event description:
It was reported that the patient recently began using a replacement ilet and experienced blood glucose fluctuations, with post-meal elevations reported up to the 300¿400 mg/dl range and episodes of low glucose on two separate days, while making usual meal announcements during the device¿s initial learning phase. Symptoms included hyperglycemia and hypoglycemia. Outcomes included troubleshooting and education, including confirmation of appropriate low-glucose treatment and guidance to avoid carbohydrate snacks between meals during the two-week learning period. Investigation included complaint intake and user education consistent with standard troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia was unclear, with use during the learning phase considered a contributing context and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.